Event description:
It was reported that the patient's right knee was revised due to instability. Intra-operatively, posterior-medial wear of the poly was noted. A 1x9 cs insert was revised to a 1x14 cs insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.